Event description:
A customer contacted beckman coulter inc. (Bci) and reported receiving a free t4 (frt4) reagent pack that when the barcode was scanned on the access® 2 immunoassay system read as a myoglobin reagent pack with a different part number.scanning of a frt4 reagent pack of the same lot number on two other instruments at another location and in the same laboratory read correctly.the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Barcodes and additional data have been requested by bci cpls (customer product line support) for testing.